Event description:
The user facility reported that during an impella cp procedure, the 25 centimeter peel away sheath was introduced to overcome tortuosity areas. The dilator was removed and after the removal, the peel away sheath was bent. A non-abiomed second introducer was used and the impella cp was successfully placed. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The introducer and pump were returned and inspected. The introducer had buckling of the sheath near the distal end. No abnormalities were noted on the returned pump. The cause of the introducer damage - mechanical was most likely patient condition related due to the noted tortuosity of the vessels and the buckling noted on the returned sheath.

Manufacturer narrative:
D10 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30239.